Event description:
Patient implanted (B)(6) 2012 with clickx construct for plif at l4-s1, returned to surgeon on an unknown date complaining of new onset of pain. Exam and x-rays on unknown date revealed that the right side rod had become dislodged from the s1 screw, causing the opal spacer at l5-s1 to migrate posteriorly into the spinal canal. Surgeon removed 6 clickx pedicle screws, 2 rods, 6 locking caps, 6 polyaxial heads and 1 opal spacer. The second opal spacer remained implanted at l4-l5. Surgeon revised to globus revere product. This is 4 of 4 reports for this event.

Manufacturer narrative:
A product development evaluation was conducted. The implantation techniques that were being used to implant these devices are unknown. In addition to visual inspection of the as delivered condition, the pd evaluation involved assembling the complaint items together. All implants assembled to each other as intended. The implantation techniques that were being used to implant these devices are unknown. A definite cause for this complaint has not been identified and there is no apparent indication that there is a design-related issue with these implants.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.